Manufacturer narrative:
H3: analysis found visually, there was no damage in the construction of the device. Electrically, the resistance of the entire assembly shall be less than 0.3 ohms, and the actual measurement was 0.29 ohms which was in specification. The probe tip fit securely into the handle with no issues. Functionally, the device was connected to a nim system with a 1.0ma stimulating current and 100 v threshold and the system consistently returned 1.0ma and a waveform/event tone over 200 v. There was no intermittent behavior while manipulating the tip, wire, or the connector. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during parotid procedure when stimulating the nerve with 0.8, there was only a brief tone. Surgeon could see the nerve twitching when stimulating, got the tone for no nerve, and did not see an emg on the screen. Definitely the nerve that got stimulated. While preforming a tap test the device did what it was supposed to do and also showing an emg and doing the right noise. While working with the probe, there was no emg shown on the display and just the brief tone. There was delay of 45 minutes. The threshold was set down to 20. Still no change. Procedure was completed with competitor nerve monitoring system. There was no patient injury.